Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient expired due to acute septic shock with profound metabolic acidosis and severe vasoplegia. The lvad was returned for analysis and thrombus was confirmed upon evaluation. There were no device issues reported throughout the patient's period of lvad support.

Manufacturer narrative:
Approximate age of device: 1 year and 3 months. A direct correlation between the returned device and the reported patient expiration due to acute septic shock with profound metabolic acidosis could not be determined. Vad-13555 was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and the remainder of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. A deposition of blood was present surrounding the body of the rotor. The blood was mixed with some non-laminated tissue-like deposition on the outlet portion of the rotor surrounding the outlet bearing cup. Examination of the proximal-side of the outlet stator revealed non-laminated tissue-like depositions mixed with blood between the stator blades. The grainy texture of the blood suggests that it may have denatured or been altered by the application of a fixative agent. The specific origins of the depositions and a duration in which they were present in the pump cannot be determined. A direct correlation between the observed depositions and the reported event cannot be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.